Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure, the latch does not click and unable to open the drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed. The field service engineer (fse) found that drawer 3 in the full height main was reported to be failing frequently. Upon inspection, a significant number of debris and medication was found lodged in the row boards. The fse ran the hardware test application (hta), ejected all cubies, and thoroughly cleaned the drawer to remove the debris. After testing the drawer and its pockets, an old inseparable magnet was identified as the cause of intermittent close errors. The fse replaced the inseparable magnet and retested the drawer. The drawer passed all tests and was confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.